Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. Subsequently, the device was surgically explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. Additional information was received indicating that the explanted device was expected to be returned, however at this time the device is being stored at the healthcare facility. The estimated time for return is unknown. New information was received indicating this device was returned, and product analysis completed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. Subsequently, the device was surgically explanted. A new device was implanted. The explanted device is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
To date, this device has not been returned; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. Subsequently, the device was surgically explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. Additional information was received indicating that the explanted device was expected to be returned, however at this time the device is being stored at the healthcare facility. The estimated time for return is unknown.